Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154940

Event description:
Voluntary medwatch received states the patient's atrial lead presented with under sensing on electrogram (egm)s. No changes were reported, and the patient status was unknown.